Event description:
It was reported that during the routine follow up visit, the physician noted episodes of myopotential noise recorded as ventricular tachycardia (vt) and non-sustained ventricular tachycardia (nsvt). The noise was able to be reproduced with pacing inhibition and asystole on the non-boston scientific right ventricular (rv) lead. All electrical parameters were stable and in range. The patient was dependent on this pacemaker system. Reprogramming was performed and the plan was to continue monitoring. The patient will be visiting for a follow up in next few months. This device and non-boston scientific lead remains in service. No additional adverse patient effects were reported.